Event description:
An AED which was placed in a community volunteer fire station malfunctioned. The first responder applied the AED pads to the unresponsive pt requiring CPR. The AED completed 2 sets of shocks and then displayed low battery. The 3rd set of shocks was delivered. As the machine charged for the 4th set, it sparked and made a loud popping noise and displayed battery failed. This was the first time the machine had been used.